Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator alarmed for high and low o2 concentrations during patient treatment. There was no patient harm. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The hospital performed preventive maintenance on the ventilator system, including exchange of the nozzle units. The device was sent back to clinical usage and started thereafter alarming for o2 concentration high, as stated in the problem description. The device was sent back to hospital biomed for investigation without finding any technical problems of the device. Evaluation of the received device logs shows that the matching event could be traced back to june 3, there was no initial information provided about event date. On june 3rd during the time period 07:17 to 12:07, the set value for o2 concentration was 55% and 50% and the measured oxygen concentration was fluctuating approximately between 50-61%, which is considered to be a minor deviation. The fluctuation of o2 concentration made the device to generate alarms accordingly to design. The pre-use check was confirmed to be successful both before and after the event. Based on the device log evaluation our conclusion is that the problem was intermittent characteristic and that the event was likely caused by the nozzle units recently installed by the hospital biomed. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).